Event description:
The recipient reportedly experienced an infection in the middle ear and mastoid. The recipient was prescribed oral antibiotics, IV antibiotics, and ear tube placement, however, the infections did not resolve. On (B)(6) 2019, the recipient underwent surgery in which an extensive cholesteatoma that traveled through the posterior canal was discovered. The electrode array was also noted to be in the wrong position. The recipient's device was explanted to clear the cholesteatoma and repair the bony canal. On (B)(6) 2019, the surgeon noted that the recipient's ventilation tube in the middle ear appeared to be well aerated. The recipient is healing well.

Manufacturer narrative:
The external visual inspection revealed cut silicone overmold along the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly healed. The recipient was reimplanted with another advanced bionics cochlear device. This is the final report.